Event description:
It was reported that intermittent cartridge alarms occurred (cartridge alarm 30 and cartridge alarm 29) with multiple cartridges during load and basal delivery. Customers' blood glucose level was 180-217 mg/dl. Customer declined to complete troubleshooting with tandem technical support.

Event description:
It was reported that intermittent cartridge alarms occurred (cartridge alarm 30 and cartridge alarm 29) with multiple cartridges during the load sequence. Customers' blood glucose level was 180-217 mg/dl. Customer declined to complete troubleshooting with tandem technical support.